Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
The customer ordered and replaced the s-ram program file. Tested system ok. Verified system operational.